Manufacturer narrative:
H.6. Investigation summary: 1 photo was received for investigation and observed black foreign matter on the packaging. Unable to confirm the foreign matter type as actual sample was not returned. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of past 12 months quality notification was performed and no quality notification was raised on the reported defect. Unable to confirm the foreign matter type as actual sample was not returned. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned.

Event description:
It was reported that black "plastic" pieces were found in 4 separate needles 23g 1-1/4in tw before use. The following information was provided by the initial reporter: "black pieces of plastic found in blue 23 gauge precision glide needles".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black "plastic" pieces were found in 4 separate needles 23g 1-1/4 in tw before use. The following information was provided by the initial reporter: "black pieces of plastic found in blue 23 gauge precision glide needles."